Manufacturer narrative:
The j-stylet was returned and a visual inspection revealed that the j-stylet tip was broken and both curved cannula shaft tips were broken. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Per the IFU, with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instruments or probe. Excessive force can result in product failure. Additionally, in the event of inadvertent advancement of the introducer cannula during deployment of the curved cannula assembly, care must be taken to prevent potential further device damage. This can occur if mallet strikes continue to be delivered when the gear wheel is in contact with the introducer cannula. This scenario can create a condition in which the introducer cannula advances along its straight trajectory, while the curved cannula is held in the bone along its curved trajectory. This can lead to the creation of a kink in the curved cannula material. If it is suspected that this occurred, or if retraction of the curved cannula is difficult, it is recommended that introducer cannula and curved cannula be removed as a single unit, rather than retracting the curved cannula by itself." A risk review was completed and confirmed that the event of device/component broken/separated during procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The event of the j-stylet breaking off inside the patient was confirmed. The j stylet tip was broken; in addition, both curved cannula shaft tips were broken. The breakage of the j-stylet tip and both curved cannula shaft tips were likely due to use of excessive force during the procedure.

Event description:
It was reported that the patient underwent an intracept procedure and the j-stylet broke off inside the patient. The procedure was aborted and no levels were completed. The patient underwent surgery to remove the j-stylet and a fusion was performed. The patient has fully recovered.